Manufacturer narrative:
Investigation summary: one 20021e7d sample was received in opened packaging from lot 21045418. A bd posiflush sp syringe was also received filled with nacl. Functional testing involved connecting the returned bd posiflush syringe to the received 20021e7d sample and flushing with fluid; no occlusion or flow restriction was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045418 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues the following: depress the syringe plunger while the syringe is still attached to the needle free connector. If unable to depress the plunger, pull back on the syringe plunger and depress the syringe plunger again. Repeating this step may assist in opening the needle-free connector valve. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20021e7d product over the past 12 months.

Event description:
It was reported that when bd j-loop¿ micro ext set was connected to flush there were flow issues and was clogged. The following information was provided by the initial reporter: patient cannulated, j-loop attached, unable to flush. Disconnected from cannula unable to flush posi-flush syringe - no issues.